Event description:
It was reported that a patient's position was reading "lying right" on the programmer when the patient was actually upright. It was stated that this began "about two months ago". It was noted that the adaptivestim was "working fine in the beginning". It was stated that the patient was "just sitting there and then it will start changing". It was noted that the implantable neurostimulator (ins) was in the same place. It was reported that the patient had some pain with the ins. It was noted that the ins pocket "seemed to be tight". Additional information received three days later reported that the patient had x-rays taken and an impedance check was done and "all looked good". It was stated that a company representative was able to re-orient the battery. The positioning was checked and "it was working fine". The previous day the patient checked her position with the patient programmer and it was displaying the correct position. The patient had "great stimulation coverage and was doing well".

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).